Event description:
This procedure was performed on the sfa. During the procedure, the physician saw a detachment between the distal tip of the delivery system and the hypotube. The physician removed the stent and a surgical intervention was required. No injury to the pt was reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.